Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a compromised force sensor system. The customer¿s blood glucose level was 15 mmol/l. Troubleshooting was performed. The customer was not doing any specific activity when the alarm occurred. The alarm did not occur during the rewind and prime sequence. They could not complete the self-test because they could not exit the compromised force sensor system alarm. The device will not be returned for analysis.